Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint cannot be confirmed. If we receive the device, the investigation will be reopened and a supplemental report will be sent. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products., email is: regulatory.responses@icumed.com

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was leaking. There was patient involvement but no patient harm. The event occurred at patients home. The date of event was not specified. "It happened 2.5 weeks ago".